Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-nov-2022 h6: investigation summary the customer reported flexible tubing broke on a 2420-0007 line, and returned one used sample. The sample was separated at the lower fitment, and the complaint is verified. The silicon tubing (pump segment) was found to have a ring retainer indent under the microscope, which verifies that the tubing was assembled correctly and there is no manufacturing/assembly issue. The root cause is therefore unknown. This issue has been known to be caused by the user, with improper loading of the pump segment, and we urge the customer to be careful when loading the pump. Device history record review for model 2420-0007 lot number 22085071 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd as lvp 20d 2ss cv the tubing separated and air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: issue reported: was troubleshooting "air in line" alarm. Issue reported: infusion set broke when rn was troubleshooting alarm. Flexible tubing separated from rigid plastic. Infusing intralipids via central line for approximately 2 hours.

Event description:
It was reported while using bd as lvp 20d 2ss cv the tubing separated and air entered the line. There was no report of patient impact. The following information was provided by the initial reporter: issue reported: was troubleshooting "air in line" alarm. Issue reported: infusion set broke when rn was troubleshooting alarm. Flexible tubing separated from rigid plastic. Infusing intralipids via central line for approximately 2 hours.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.